Manufacturer narrative:
This chair has not malfunctioned and the problem is directly related to the client driving into immovable objects. The manufacturer is awaiting the return of the chair.

Manufacturer narrative:
The chair was received and investigated at the factory. There is substantial impact damage to every side of the chair. The chair was assembled according to specifications and worked as designed. The issues this client had were entirely due to driving into fixed objects. This is a case of user error.

Event description:
The pediatric client drove his chair into a wall and received a fracture to his leg.